Event description:
It was reported by service report that the headend left and right siderails were bent and could not be latched. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bent siderail assemblies.